Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: on examination, the keypad cover was intact and without damage. On testing, all keypad buttons demonstrated normal response. All button contacts were intact and had no contamination. Investigation did not duplicate the complaint. Unrelated to the original complaint, the audio bolus button cover was missing from the pump and moisture damage was confirmed to be present inside the pump and on the printed circuit board due to moisture ingress through the audio bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the ok button was under responsive and moisture was present. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.